Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were on disconnected mode and critical override. A technical support specialist verified that the application server was functioning and confirmed the communication between the server and the medstation. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was in disconnected mode and medications were not crossing to the station. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.